Event description:
It was reported that the patient had complained of chest pain when a threshold check was done. Recently, the thresholds on the ventricular lead began to rise and the patient complained of pressure and fatigue. A computerized tomography (CT) scan showed the lead was outside the heart. There was so much scar tissue around the tip of the lead that it was not exposed and the pericardial tissue remained sealed. The lead could have perforated at the original implant. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.